Event description:
It was reported that a user on day two of ilet use experienced hypoglycemia following breakfast after not announcing the meal, which led to prolonged postprandial hyperglycemia, automated correction dosing, insulin stacking, and a subsequent low with a nadir of 60 mg/dl; the device alerted for the excursion and the user self-treated with orange juice and a banana. Symptoms included feeling okay without additional clinical manifestations. Outcomes included resolution without outside assistance or medical intervention and no hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed user-related use pattern contributing to insulin stacking after a missed meal announcement, with the ilet delivering correction doses as designed. It was concluded that the event was consistent with hypoglycemia of unclear cause relative to device malfunction, with contributory factors related to missed meal announcement and ongoing system learning. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.